Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the wire was loose and buckled. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be derailed and loose at the tip of the instrument. The housing was removed to find one pitch cable derailed from the back idler pulley. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage was found.